Event description:
It has been reported that device did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Device eval pending. Issue reported as device could not be cleared by operator. See scanned page.